Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged the siderail came off of the bed when the bed was being moved. Nuts were missing from the siderail mounting bracket.